Event description:
In 2002, resident was being transported to shower area and pvc pipe snapped. Resident was not injured nor did they fall. Maintenance has documented monthly checks on all shower and bath accessories and the shower chairs were found to be in working order.